Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual contains verbiage for the detection and prevention associated with the presence of foreign material during reprocessing. It is possible that reprocessing was unable to be performed properly due to the rubber leak. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was not confirmed. In addition to the finds reported in the event, grip had a scratch. Air/water cylinder had discoloration. Suction cylinder had discoloration. Scope cover had a crack. Switch box had a scratch. Right/left knob had a scratch. Up/down knob had a scratch. Scope connector had a scratch. Scope connector cover unit had a scratch. Label on scope connector was damaged. Electrical connector had corrosion due to water leakage. Due to a pinhole on bending section cover, water tightness was lost. Due to damage on bending section cover, insulation resistance value at distal end did not meet the standard. Due to clogging of air/water tube, no air was fed. Due to wear of angle wire, bending angle in down direction did not meet the standard value. Objective lens had a crack. Light guide lens had a crack. Connecting tube had coating peeling. Distal end was worn. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the evis exera gastrointestinal videoscope experienced channel malfunctions. There was no report of patient harm associated with this event. During incoming inspection, it was determined the nozzle was clogged with foreign material. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Event description:
Additional information was provided regarding this event. The event occurred after the procedure. Reprocessing was performed in accordance with the instructions for use. There was no reported user or patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.